Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteroscopy procedure performed in 2009. According to the complainant, during a procedure, when the physician removed the sheath, the stent split in half. They used another polaris loop ureteral stent to complete the case. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.